Manufacturer narrative:
Other - breakaway head section.

Event description:
It was reported by service report that the breakaway head section would not lock and there were missing pivot pins. No patient involvement or adverse consequences are reported.